Event description:
During a breast augmentation, the pt suffered a burn from the cautery tip.

Manufacturer narrative:
During a breast augmentation, the surgeon saw an arc coming from the cautery tip. He moved the device away from the surgical site and found a burn along the incision line. The burned tissue was excised. They reported that the cautery tip was not bent or manipulated in any way during the procedure. They visualized a hole in the insulation that was located approximately mid-shaft. The sample was returned and the issue was confirmed. This cautery tip is a component in a custom procedural pack. We have had no other similar incidents reported to us for this component. The cautery tip is manufactured by covidien. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is indicated.